Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation.

Event description:
Right-side suspected rupture.